Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection revealed a discolored cable. This is a cosmetic issue that does not affect device functionality. The reported malfunction was not duplicated during functional testing. A functional evaluation revealed that no overheating was noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the mdu was overheating. There was a back-up device available and no surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the mdu was overheating. No case involved; therefore, there was no patient involvement.